Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing of atrial flutter on the ventricular channel of the device resulting in several seconds of pacing inhibition and ventricular pauses of greater than 2 seconds. The patient reported symptoms of dizziness though they did not become syncopal. Device sensitivity was reprogrammed and the patient scheduled for future follow up. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating the previously observed oversensing of atrial flutter continued to occur. Boston scientific technical services (ts) reviewed device data and noted additional instances of pauses greater than 2 seconds and advised obtaining an x-ray to determine lead position and suggested possibly reprogramming device sensitivity to reduce the likelihood of additional oversensed events. An x-ray was obtained which showed the rv lead coil to be sitting near/in the mitral valve; when compared to post-implant images its position appeared unchanged. An ablation procedure was scheduled but it was later decided instead to attempt to reposition the lead. A revision procedure was subsequently performed wherein the lead was instead explanted and replaced with a competitor rv lead. No adverse patient effects were reported.